Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was cracked, though the device remained usable and blood glucose values were reported as normal, and a replacement was issued. Symptoms included no injury and no physiological effects. Outcomes included no impact to clinical care and no hospitalization. Investigation included collection of user feedback and return of the device for assessment. Investigation of this case revealed external physical damage to the display consistent with user handling or accidental damage, with no evidence of functional failure of the pumping or control system. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.